Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Per the hcp (health care professional) motor stall occurred after a MRI/other medical procedure. The motor stall was on (B)(6) 2011 at 16:22, tube set on (B)(6) 2011 at 16:22, no other logs since then. Patient had not heard an alarm. On a second interrogation logs indicated motor stall recovery occurred (B)(6) 2011 at 18:38. Patient experienced change in therapy "over the past 36 hours". Symptoms included "agitation, problems annunciating words". Hcp stated that tone is ok, a one on the ashworth scale and believed that symptoms could point elsewhere. A follow-up will be sent if more information becomes available.

Manufacturer narrative:
(B)(4).